Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the surgeon switched to green and then black reloads for the next two firings necessary in the procedure and the device did not have issue. The surgeon told the rep that he normally could use a blue on this thickness of tissue, but wanted to check with the rep about the difference in sound/power. The surgeon was not using buttressing material.

Event description:
It was reported that during an open colectomy procedure, on the first firing with a blue reload, the surgeon was transecting the colon and noticed the device sounded like the power was dying during the firing, like the knife was advancing very slowly. The device did complete the firing sequence and it cut and stapled the full length. The staple line was inspected and most of it was fine, but there were some staples that were not fully formed. The same device was used for two more firings to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5456u. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.